Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after uneventful device deployment with the sutures achieving hemostasis, the patient was non-compliant with the aftercare instructions by not remaining flat in bed. Although, an ultrasound revealed the presence of a pseudoaneurysm which was treated with a non-abbott device, the patient continued to move around and was generally non-compliant. The patient developed limb ischemia that required intervention to remove thrombosis. Hospitalization was reportedly extended by two days, there were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The lot number was provided. Review of the device history record is forthcoming.